Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called our affiliate in (B)(4) to report that he/she had a ¿suspect blister had a little sterilization/disinfectant odour upon opening the blister, but he/she still wore the contact lens which caused eye stings ¿ like strong acidic irritation.¿ the pt reported that he/she was using the 1-day acuvue define lenses. The pt reported that the left eye was swollen due to the strong stinging sensation and ¿could not get well after many times of rinsing eye using saline water.¿ the pt reported that after rinsing the eye ¿the vision was blurred as if covered by plastic paper.¿ the pt reported that he/she went to his/her eye care provider (ecp) who advised the pt that he/she had a ¿chemical burn and corneal epithelial injury. ¿ the pt also reported that the ecp told the pt that it may lead to ¿vision loss or blindness.¿ on 03aug2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she is ¿still suffering eye pain and photophobia.¿ the pt reported that he/she could barely open the left eye and the vision is still blurry. The pt reported that he/she is using two types of eye drops ¿1 for corneal repair.¿ the pt reported that he/she is using the eye drops 4 times a day, oral vitamin c and vitamin b2. The pt also reported that he/she has a follow-up check with the ecp this week. Additional information has been requested. The date of the event is reported as (B)(6) 2016. The product was requested for return for evaluation but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3810280457 was produced under normal conditions. No additional medical information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.